Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, heavily calcified lesion, 90% stenosis). No results available since no evaluation performed (evaluation of device in progress). Evaluation conclusion: conclusion not yet available (evaluation of device in progress). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion, 90% stenosis). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to treat restenosis in the cxa in a patient. It was reported that the lesion to be treated was very calcified and exhibited 90% stenosis and moderate vessel tortuosity. Pre-dilatation was performed. The physician proceeded to use a 3.0mm diameter x 15mm length endeavor sprint (rx) drug eluting stent and resistance was noted while the stent was advancing to the lesion. It was reported that the stent couldn¿t pass through the lesion and upon removal, it was noted that the struts of the stent were deformed. It was reported that there were previously deployed stents at the site of treatment. The procedure was completed using another des device. No patient injury occurred and no clinical sequelae were reported.